Manufacturer narrative:
(B) (4): eval: results (other): visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. (B) (4).

Event description:
The reporter stated the surgeon was inserting a cc4204bf collamer single piece lens and the lens tore. There was pt contact but no injury. The back-up lens was implanted. The reporter stated the wrong cartridge was used, the cartridge was too big.